Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the occlusion of the small intestine on the tip of the device remained in place after intervention. Another device was used to complete the case.